Manufacturer narrative:
The qc was acceptable. The field service representative performed a decontamination of the hydraulic system, cleaned, and lubricated some mechanisms. He performed annual maintenance and replaced the measuring cell. The investigation determined that the service actions resolved the issue.

Event description:
There was an allegation of questionable elecsys estradiol iii assay results for 1 patient sample on a cobas e 411 analyzer (disk system). The initial result was 36.64 pg/ml. The sample was repeated, and the result was 15.71 pg/ml. The repeated result was deemed correct as it coincided with the patient's menstrual cycle.

Manufacturer narrative:
The analyzer's serial number is (B)(6). The investigation is ongoing.